Event description:
When the device was used in a gynecological procedure, the cartridge fell into the pt's abdomen. The cartridge was retrieved using a grasper. The case was completed with another device without pt consequence.

Manufacturer narrative:
Eval summary: the analysis results confirmed that one instrument was received in good visual condition without a cartridge. Functionality was performed using a test cartridge and it fired, cut and all the staples released formed as intended. No conclusion could be reached as to why the cartridge fell out into the pt prior to the procedure. The mfg records were reviewed and no anomalies were found during the mfg process.